Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (leakage) was confirmed due to a pinhole on the connecting tube, there was water leakage. In addition to the coating peeling (1mm2 or more) on the connecting tube, additional evaluation findings were as follows: the plastic on the bending section cover had a chip, the connecting tube had a wrinkle, the bending angle in the up direction did not meet the standard value, due to a dent on the channel tube, the forceps and channel cleaning brush could not be inserted smoothly, the adhesive around the objective lens had corrosion, the adhesive around the light guide lens had discoloration, the control unit was sticky due to water leakage, the universal cord had a dent, and the indication on the grip and the up/down plate were peeled. Also, the control unit had discoloration, the image had a stain, and the connecting tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using an oes bronchofiberscope there was a leakage. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, the connecting tube had coating peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating on the insertion tube peeled off due to stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 preparation and inspection of the endoscope: 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.